Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. The patient was treated with vancomycin injection (2 gram twice a week, intraperitoneal, ongoing) and amikacin injection (250mg once daily, intraperitoneal), discontinued). It was reported the patient was hospitalized for the event. Pd therapy was ongoing. The patient was discharged four days after hospital admission. At the time of this report, the patient was recovered from cloudy pd effluent and was recovering from abdominal pain. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7, h2 and h11. Correction: b2. B5: upon follow up, it was reported the patient was recovered from abdominal pain. Hence, recovered from all the events. H11: should additional relevant information become available, a supplemental report will be submitted.